Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had alarmed a critical pump error. There was a red x with an open book on the screen. The customer's blood glucose level was unknown. Troubleshooting was performed. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received with a blank display due to corroded electronic assembly. The motor and battery tube assemblies found with traces of corrosion. Unit failed leak test, unit leak at a crack on back of the case. Unable to perform functional test including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify the critical pump error due to blank display. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with minor scratched display window, case and keypad overlay.